Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine pacemaker check, the rv lead was showing an increased threshold (0.4v @ 0.4ms to 3.5v @ 0.4ms). Fluoroscopy showed that the helix was extended, but the lead had dislodged back into the right atrium. Underlying rhythm was sinus with complete heart block ( escape rhythm <40bpm). The patient was admitted to the john hunter hospital for a lead replacement. The subclavian vein was accessed and a new 7742 lead placed in the rv apex. The helix was extended within 12 turns and a good current of injury was noted on the egm. The procedure was completed without any further complications, and no adverse patient effects were reported.